Manufacturer narrative:
The two in one drill was returned for evaluation: DHR - no anomalies. Failure analysis - as receipt, an inspection is performed and no anomaly is noticed, all the results of the measures on external diameters and internal diameter are in compliance within specifications. The root cause cannot be determined as the issue is not confirmed. No anomaly was found during the review of the design specifications, manufacturing and inspections specifications and quality records. No trend is observed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the two in one drill broke in two pieces. Product was in contact with the patient; however, no patient injury reported, and the event led to a few minutes surgical delay.